Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump had a defective water supply. The reported malfunction occurred at an unknown time. It is unknown if a patient was involved. A request for additional information regarding the event is in progress. There were no reports of patient injury or medical intervention associated with this event.

Event description:
Customer update: the reported malfunction occurred before a diagnostic colonoscopy procedure which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and customer update on the event. Please see also section b5, d8, h2, h3, h6 and h11 for updates. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: flushing pump not working. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A device history record-DHR review was conducted, and no issues were identified. The event can be detected/prevented by following the instructions for use which state: flushing pump not working. 7.2 checking the flow rate the pump head is a consumable. Its performance will deteriorate as the number of usages increases. The pump head may have deteriorated if the flow rate is low, if the strength of water flow seems weak or if it takes a long time for water to appear. If the contents of chapter 10 "troubleshooting" do not help you to solve the problem, measure the water flow as shown below. If the water rate is insufficient, we recommend that you replace the pump head. 1. Insert the specified water tube (B)(6) to the pump head. 2. Set the flow rate to "9" and pump until water exits from the tube in order to purge the water tube of air. 3. Put the end of the tube in a container (beaker etc.) With volume measurements on it, and pump for 20 seconds. 4. When the flow rate falls below 200ml (equivalent to 600ml/min), replace the pump head referring to section ¿pump head replacement¿ on page 46. Olympus will continue to monitor field performance for this device.